Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient expired on (B)(6) 2014. It was reported that the patient presented to the hospital due to fever. The patient reportedly had a positive hemoculture. The hospital team reportedly did not investigate to determine the cause of the infection. At that time, the vad coordinator reported that the outcome was not device or therapy related. New information received stated that a contributing factor to the outcome was reported as an infected pump. The pump was not explanted.

Manufacturer narrative:
Approximate age of device: 9 months. A correlation between the device and the reported infection could not be determined through this evaluation. The heartmate ii lvas instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.